Event description:
It was reported a patient underwent an aorta anastomosis procedure on (B)(6) 2013 and suture was used. The suture was curling after 3-4 stitches. The procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. All threads show marks of instruments in the middle. Two thread segments show a curled area at one end of the thread. One segment shows curled areas at both ends and one segment shows no curling of the thread. The curling of the actual sample seems to be caused by pulling the thread tightly over a sharp instrument. Representative samples were returned for evaluation. They were visually and functionally evaluated. The devices met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.